Manufacturer narrative:
Section a3: patient gender: updated. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was further communicated that the mpu had a v-lock connector on the alternating current (ac) power cord at the time. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were not environmental circumstances that would have affected ac power at the time of the event. The unit was still in use.

Manufacturer narrative:
Section d4 - catalog number: corrected. Section d4 - model number: corrected. Section d4, primary UDI number: updated. Section g3 - PMA number: corrected. Manufacturer's investigation conclusion: the reported events of a no external power alarm and a double power cable disconnect were determined to be unrelated to the mobile power unit (mpu) and are covered under the system controller investigation. The provided information indicated the mpu was not exchanged and remains in use by the patient. There were no connection issues on the ac power cord of the mpu and no interruptions to the ac power at the time of this event. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveals that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured a no external power alarms and other associated alarm types on (B)(6) 2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted.